Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify battery test failed alarm due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a failed battery test alarm and a button error alarm. Customer's blood glucose was 66 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.